Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a lap sigma procedure, there were malformed staples on one tenth of the staple line. Surgeon closed this part by hand suturing. Surgery successfully finished. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2018. Additional information received. The device will not be returned.